Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 , to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was difficult during the procedure. A clip was advanced and failed establishing arm angle (efaa), opening to 60 degrees. The clip was removed. Two clips were implanted reducing the mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip opening while establishing final arm angle (efaa). The reported image resolution poor was due to the difficult visualization of the imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.